Event description:
The customer contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013. The complainant reported that a washer fell into his mouth from the ez breathe atomizer. He removed the washer from his mouth. Several attempts were made to contact the customer via telephone and e-mail. Although the customer initially withheld information, he stated that he would include the serial number of the product when it is returned to the manufacturer. At this time, npc has not received information from the patient concerning the serial number of the investigated product. The customer was contacted and confirmed that he did not require any medical interventions.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. Health and life, as a manufacturer, conducted a preventative action and corrective action to eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated a class ii voluntary recall, and the recall notification letter and required recall materials were issued and submitted on april 24 and april 30 2013, respectively. Herewith the investigation report as attached.